Event description:
It was reported that the pod emitted a hazard alarm after approximately 1-4 hours of wear on the abdomen. There was no specific error message or error code reported. This led to the patient¿s blood glucose levels increasing to 400 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
The device was received fully deployed. Inspection of the download data confirmed that the pod generated a 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. Closer inspection of the download data found that the rotational sensor failed to transition from closed to open which resulted in the 0x40 alarm, however the pulse width values did not change. Evidence of fluid ingress was observed on the commutator cap, and due to this a leak test was completed. Fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. Due to the fluid contamination observed on the commutator cap, this indicated that fluid contact in the rotational sensor assembly occurred. The tear in the unexposed portion of the soft cannula resulted in an internal leak and the failure of the rotational sensor to transition from closed to open due to the rotational sensor circuit being closed by fluid contact. The internal cannula tear was determined to be the cause of the reported alarm. The observed internal cannula tear is related to action (B)(4). Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7bylr. Hardware: sm-s938u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.